Event description:
It was reported that during a post stent percutaneous transluminal coronary angioplasty procedure, the physician experienced removal difficulties. The balloon was removed without incident. No pt injuries or complications occurred.